Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on 3/14/00 and trelex and marlex were implanted. It was reported that the patient underwent another procedure on (B)(6) 2000 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and meshes were implanted on (B)(6) 2000 due to vaginal prolapsed, rectus diastasis and pelvic adhesions. It was reported that prior to mesh implantation, patient was experiencing severe incontinence, vaginal prolapsed and enterocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding, recurrence, dyspareunia, neuromuscular problems, vaginal scarring, urethral and bowel obstruction, suffers from hernia in vaginal area, severe incontinence, severe abdominal pain, adhesions, vaginal prolapse and moderate enterocele. It was reported that the patient underwent abdominal exploration, removal of foreign body (mesh) and adhesions and implant of mesh on (B)(6) 2000 due to sui, vaginal prolapsed, post sacrocolpepexy and moderate enterocele. It was reported that the patient had mesh implant on (B)(6) 2009 due to grade 4 cystocele, large rectocele, mild vault prolapse, repair of perineum, complications of sacrocolpopexy. It was reported that the patient underwent transurethral implant of coaptite on (B)(6) 2009, nerve block of the sacrococcygeal. It was reported that patient underwent mesh removal/excision of vaginal ulcerated mesh, cystoscopy and transurethral implant of coaptite on (B)(6) 2010 due to urinary stress incontinence, post multiple prior surgeries, vaginal prolapse, post sling procedure with a quart of 1cm vaginal erosion on the left side.